Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling and redness reportedly resolved. This is the final report.

Event description:
The recipient reportedly experienced swelling and redness at the implant site. The recipient went to the emergency room and was prescribed antibiotics.